Manufacturer narrative:
Our field service engineer (fse) investigated the compressor. The compressor¿s internal tubings were replaced as recommended in the service manual when the compressor indicates a low pressure. The compressor then passed all functional and safety tests and was cleared for clinical use. The replaced tubings were not returned for investigation. Since no parts were returned for investigation, the root cause has not been conclusively determined but malfunction of the replaced internal tubings, such as leakage, could have been a contributing factor.

Event description:
It was reported that the compressor generated a low pressure alarm. There was no patient involvement. (B)(4).